Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The customer confirmed that they replaced the probe two days ago because it had gotten stuck in a bath. The fse replaced and aligned the probe. While onsite, the fse found the sample syringe was not moving smoothly and replaced it as well. Service activity performed was verified to meet the specified requirements per established procedures. After service completion the instrument was operational with no further issues. A failure mode was related to a faulty probe which was caused by the probe getting stuck in a bath and a faulty sample syringe. A second failure mode was use error due the customer performing a service procedure by replacing the probe. Replacement of the probe is not a customer procedure, as proper probe alignment must be completed following the replacement by the qualified field service personnel. There are no instructions in act5diff cp customer manuals for replacing the probe. (B)(4).

Event description:
The customer reported to beckman coulter that on 04/19/2013 probe was stuck in the bath on their coulter ac t 5diff cp analyzer. The customer proceeded to replace the probe. The customer did not report erroneous patient results generated in connection with this event on (B)(6) 2013. There was no report of a death, serious injury or change to patient treatment associated with this event. Erroneous patient results for various chemistries were generated by this analyzer on (B)(6) 2013 which is reported under separate MDR reports as listed below. Total mdrs being reported in relation to this incident: 1061932-201300888, 1061932-201300889, 1061932-201300890, 1061932-201300892, 1061932-201300893.